Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o-ring was cleaned to resolve the issue. Block a: customer contact reports no patient information available.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during case. The patient was switched to manual ventilation and case was resumed. There was no patient injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date after requests for information 02/21/25 and 02/25/25. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.